Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic stated that an unspecified right ventricular (rv) lead exhibited high out of range shock impedance measurements and an alert from the remote home monitoring system was triggered. It was noted that the alert only showed once even though the shock impedance had been out of range for another 10 days. Technical services (ts) discussed that the original alert needs to be cleared or reset with a programmer so another alert can be triggered for a reoccurring condition. The field representative noted that the hospital managed the out-of-range impedance measurement on their own and did not ask for technical assistance. The field representative was unable to obtain any further information regarding the model and serial number, cause of the out-of-range impedances or any resolution from the facility.